Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one a 5f mynxgrip vascular closure device (vcd) was deployed, the plug remained on the tube. The physician reported that the "straw" part was missing. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, one a 5f mynxgrip vascular closure device (vcd) was deployed, the plug remained on the tube. The physician reported that the "straw" part was missing. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be in the open position, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was also not returned for this evaluation, and the advancer tube was in its manufactured position. The sealant sleeve was found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. The inflation and deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Additionally, since the shuttle was received disengaged from the black handle, the shuttle cartridge was able to retract successfully to the black handle, and the advancer tube was deployed without impediment. The shuttle advancement test was subsequently performed again, during which the shuttle cartridge advanced and retracted successfully to the black handle. Furthermore, a vertical gravity test was conducted by holding the device from the handle while the shuttle was engaged, and it was observed that the shuttle-maintained engagement and did not disengage under the effect of gravity. The reported event of ¿sealant-sealant misdeployment-complete¿ was not observed through analysis of the returned device since the sealant was not received. Additionally, the reported event of ¿advancer tube-missing advancer tube¿ was not observed through analysis of the returned device since it was found in its manufactured position within the shuttle. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the limited information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issue experienced since the device was received with the advancer tube present on the device and still with the shuttle. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. Additionally, these factors likely contributed to the reported event of the sealant remaining on the tube after it was deployed. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.